Event description:
It was reported during pre-filling of the catheter, a leak was found at 19cm-20cm of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during pre-filling of the catheter, a leak was found at 19cm-20cm of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed and was determined to be use related. One 3 fr s/l groshong nxt clearvue catheter with its inlaid stylet was returned for evaluation. An initial visual observation of the returned catheter revealed some saline use residues throughout the returned catheter. A slight bend was observed along the stylet at the 34 cm depth marking and just distal of the white luer. A functional test of attempting to pressurize the catheter with water using a 12 ml syringe revealed a leak just distal of the 20 cm depth marking. A microscopic observation of the returned groshong catheter showed two small holes just distal of the 20 cm depth marking. The catheter was cut just proximal to the holes and then bisected longitudinally to observe the splits in the catheter. It was observed that the inside of the catheter appeared to have stylet impressions and damage along the catheter walls. Stylet damage may occur from manipulation of the stylet inside the catheter before the catheter is inserted into the patient, causing splits in the catheter. Damage potential increases if the stylet is manipulated/removed prior to flushing the catheter and when the catheter shaft is constrained. This complaint will be recorded for future trending and monitoring purposes.